Manufacturer narrative:
Background information: the axel bolt discussed in the complainant's claim are most likely the threaded axel, part number 920108. The maximum weight limit for this model wheelchair is 250 pounds (113 kg) and the end user is approximately (B)(6), therefore, her weight limit is well within the weight capacity of this model wheelchair. The incident describes an indoor environment with hardwood floors. No obstacles or obstructions preceding the axel break was described at the time of the incident. Gl501f8, rev. B, table of harms and severities, table 1, describes a fall from a manual wheelchair as a potential for minor injury (sprains / jams grade 1; pain moderate; bruises; cuts, lacerations, gashes and tears not requiring stitches). Discussion: no description of foreseeable misuse or environmental conditions that could have contributed to the axel breakage are described. Conclusion: the axel breakage is a malfunction of materials as the wheelchair age, at the time of breakage was 11 months. No serious injury was claimed. Should the malfunction recur, a potential for serious injury is highly unlikely. Typically, this complaint would not be filed as an adverse event; however, due to legal claims, this claim is being filed out of an abundance of caution.

Event description:
The end user claims that on (B)(6) 2021: while sitting stationary, the axel bolt completely snapped on the right large wheel. The end user claims that the chair collapsed on the hardwood floor, with her landing on the broken wheel. The end user and her husband called 911 and the ems workers came and lifted her onto the bed. She now claims to be very sore, shaky, and extremely concerned about the wheelchair.